Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977c165 , serial# (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that the patient has new pain just below the right rib cage going through the back. The patient had a paddle spinal cord stimulation implant due to the procedure, not the device. The health care provider told the patient that the thoracic nerves got irritated due to the procedure and that the patient should take ibuprofen for it and it would eventually go away. The patient has pain regardless of whether or not stimulation is on or off. The manufacturer representative gave the patient new programs, but the issue was not resolved at the time of the report. No surgical intervention occurred at the time of the report and no surgical intervention had been planned. Additional information was received from the consumer via the manufacturer representative on (B)(6) 2017. It was reported that the patient contacted the manufacturer representative reporting that the pain in the right rib cage was still there. This was new pain. The patient told the manufacturer representative that last thursday when the patient was putting on their left shoe they felt a pop in the mid back and said that there was a bulge on the left side of the mid upper back. The health care professional (hcp) reviewed x-rays and the lead placement looked fine. The manufacturer representative checked impedances and the measurements looked normal. The hcp stated that the patient could get the surgical paddle lead explanted and have a percutaneous lead implanted. The patient wanted to get their other hcp¿s opinion. Additional information was received from a hcp via the manufacturer representative on (B)(6) 2017 reporting that the hcp took a look at the bump and stated that it was due to the patient¿s posture and was nothing to be concerned about. No further complications were reported. Information was received from a manufacturing representative (rep) regarding a patient. The rep reported that there was a lead issue. They explained that there was discomfort and pain for the patient in their thoracic area. They stated that the patient¿s doctor doesn't think this is related to the lead, but they are removing it to determine if there is a nerve impingement. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-07-06 reporting that the lead explant occurred on (B)(6) 2017 but the lead was left in the patient and therefore would not be returned. No further complications were reported.